Event description:
The lay user/patient contacted lifescan (lfs) customer service on july 8, 2009, alleging an "er2" issue with his one touch ultra meter and reportedly received treatment at the emergency room. The medical surveillance specialist (mss) spoke with the patient on july 20, 2009 to obtain/verify the following information: the patient indicated that the "er2" issue first occurred "3-4 months ago." According to the troubleshooting performed with the csr, the test strips that were used were expired. At an unknown time later, the patient developed symptoms of feeling dizzy, lightheaded, and had frequent urination. As a result of his symptoms, he went to the emergency room (ER) and discovered that his blood glucose levels were in the 300's mg/dl. The patient was treated with insulin and was also prescribed insulin after the incident. He was released from the ER within the same day. This complaint is being reported because the patient allegedly became hyperglycemic after the "er2" occurred. The patient was treated with insulin at the ER. However, there was no indication that the product malfunctioned since expired test strips were used. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in supplemental report.